Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving and unknown drug via an implantable pump. It was reported that the physician had sent x-rays/fluoro as he suspected a connection problem in the "sii", specifically a misalignment in the connection between the catheter segment and the pump. The representative noted that as far as "we" could see the connection seemed fine and the altered form was just the result of the x-ray projection which was not perfectly "coronal". Further consult of the images were requested. As reported, the patient did not experience any symptoms. However, it was also reported that the patient was just not having the expected results from the therapy, but this was just an initial phase. This case was still being studied as this was a very recent implant. The patient may have had problems in responding to the therapy because of other medical issues not related to the pump, so this was just a consult on interpreting the x-ray image. The catheter model/serial and implant date were requested but not provided. An aspiration procedure was suggested. The results of the aspiration test were requested but not available. Action/intervention taken to resolve the catheter misalignment was reported as x-rays to control the position. The patient was currently still experiencing spasticity but it was still the initial phase of the dosing process. The medication type, concentration, dose, lot number, concomitant medications, medical history, and indications for use were requested but not available.